Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/07/2016. The product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: was the seal intact on the paper container? Yes. Was the device inside the foil package? Yes. How was the procedure completed? Changed another one. Were there any adverse patient consequences? No.

Event description:
It was reported that the patient underwent an inguinal hernia repair procedure on (B)(6) 2016 and mesh was implanted. During the procedure, when the nurse opened the paper container, the foil package was found open before use on the patient. It was also reported that the mesh was inside the foil package and seal was intact on the paper container. The procedure was completed with another like device. There were no adverse patient consequences reported.

Manufacturer narrative:
Evaluation states that the pouch has the appearance of having been sealed. Manufacturing documents of lot jc8ctla0 were reviewed and there was no issue regarding the packaging; there was no abnormality to the production process detected at foil line and blanking.

Manufacturer narrative:
Actual sample consisted of the opened cardboard box containing the opened foil pouch with folder and not dispensed device. The foil pouch was visually examined and found to have evidence that product was correctly sealed prior to opening.

Manufacturer narrative:
No analysis is possible based on the image provided. No device returned.